Manufacturer narrative:
The investigation has been completed. The device was returned. Console logs from the reported day of event were consistent with the complaint and showed that at some point during case start, optical bench data acquisition was stopped which resulted in controller error alarm and perceived placement signal issues (the two reported failure modes are directly related). This was followed by malfunction of one of pump detection mechanisms that relies on signal-to-noise ratio values, and in order to shut down the console, the power had to be withdrawn. The automated impella controller (aic) was tested and the issue was not reproduced, the console's optical system operated within specification. At that time, the root cause could not be determined. It was recommended to replace the optical bench as a precaution prior to returning the console back to customer. Further analysis of console data, performed later by the software team, revealed a software defect, where a process erroneously stops optical bench data acquisition. This issue manifests if pump is unplugged unexpectedly at a certain time during case start, without prior prompt from the case start wizard. The root cause for the aic issue was a software issue.

Event description:
The user facility reported a 45-year-old female patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the automated impella controller (aic) displayed a controller error alarm. At the time of the alarm, it was observed that the placement signal was not showing up on the display. The unit was removed and replaced by a new aic. There was no harm to the patient.